Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 2. The patient's ultrafiltration (uf) reading was 2017 ml, indicating the home patient (hp) drained 2017 ml more than the largest prescribed fill volume of 3000 ml. This meant the total drain volume was 5017 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. (B)(4) contacted the home patient's nurse to notify her of the iipv found during evaluation.

Manufacturer narrative:
(B)(4). Review of the returned device logs had revealed that an increased intraperitoneal volume (iipv) event had occurred. Internal & external visual inspections performed and no issues were identified. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the issue of iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).